Manufacturer narrative:
The lot number was obtained via email. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
The device lot number is unknown; therefore, a search for non-conformances associated with the actual part/lot number combinations could not be performed. The device was implanted in the patient and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed.

Event description:
It was reported that during treatment of an acomm aneurysm, a web sls device was seen to be encroaching on the parent artery during detachment. The web fully came out of aneurysm and went into the a2 segment of the aca. A snare was used to attempt to remove the web, but the web was ultimately left implanted. A y stent configuration was deployed to complete the procedure. The patient is reported to be "doing ok now." There was no reported patient injury.